Manufacturer narrative:
Additional information: d9, g3, h3, h6. (No problem found) the evaluation did not reveal any issues relevant to the reported event of " an ar-8330h shaver has attachments that wobble at the blade tip on any mode." And it most likely due to use error.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/09/2024, it was reported by a facility representative via (B)(4) that an ar-8330h shaver has attachments that wobble at the blade tip on any mode. This occurred during use in a case with no patient impact.